Manufacturer narrative:
(B)(4). Product investigation was completed. This lead was subjected to continuity test. Lead have not met specifications. Product investigation provides additional information. The insulation was bent and torn and the anode (outer) conductor coil was fractured. The inner conductor coil was stretched and deformed, and the inner insulation was torn. Due to the location and type of damage, this issue is consistent with clavicle/first rib crush.

Event description:
It was reported that this right atrial lead was explanted due to lead body and insulation damages. A surgical intervention was necessary to resolve the issue and a new lead was implanted. No additional adverse patient effects were reported.